Event description:
The instrument was returned without complaint details, no further information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received and evaluated. The instrument was returned without details, no further information was provided. Engineering found a broken cable. The one drive cable was broken within the snake wrist. The broken cable segments stuck out at the wrist. The wrist was unable to be properly straightened due to the cable breakage. No other damage was found. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.